Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be e drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to hyperglycemia. A phone call to the medical doctor's office was made, and the nurse stated that the customer was wearing the insulin pump at the time of death. A phone call was made to the home phone number on file, and that number was disconnected, therefore unable to request for the insulin pump to be returned. Nothing further was reported.